Manufacturer narrative:
Date of report: 05/27/2019. Date received by manufacturer: 06/19/2019. Failure analysis on the returned touch screen assembly shows that the reported complaint of the touchscreen will not calibrate is duplicated due to the ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of spec. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07march2019. The manufacturer's field service engineer confirmed the reported touchscreen not responding. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported that the touchpad was not responding. There was no patient involvement. Event date not specified; estimate used.